Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro thumb wheel to activate the cutter came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The bisector toggle on the bisector carriage is missing. The bisector toggle was not returned for evaluation. The pull rod assembly was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. The c-ring slider was manipulated and the c-ring was able to extended and retracted. However, the bisector blade was not able to be extended or retracted due to the missing bisector toggle. Based on the return condition of the device and the results of the evaluation, the reported failure "detachment of device" was confirmed. The shop floor paperwork was reviewed and there were no nonconformance's recorded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro thumb wheel to activate the cutter came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro thumb wheel to activate the cutter came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.